Manufacturer narrative:
Voluntary medwatch submission #: mw5066839 and mw5066842. Age at time of event: 18-90 years old. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a cadd® administration set tubing was leaking where the tube connected to the distal end of the cassette. It was unclear what the impact to the patient was.

Manufacturer narrative:
One used cadd® administration set was returned for investigation. A visual inspection was performed and no damages were found with the bonded union between the pump tube and the pressure plate. The bonded union between pump tube and 12" extension tube did not present any delamination or holes. The sample was received with the filter cut from the union between the outlet and coiled tube. Functional testing was performed and no leaks were detected. A review of the manufacturing process of a similar device was performed and no discrepancies were found. As the complaint was not confirmed, no root cause was determined.